Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the pump malfunction was confirmed. Product analysis was able to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested. No visual damage was found upon inspection. The pump was functionally tested to verify fluid did move from the reservoir to the cylinder side of the pump when squeezed with less than 8 pounds of force with no back pressure on the cylinder to the pump while in a deactivated state. The pump did not pass the 8 pound activation test requiring greater than the specified 8 pounds of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to inflation issues. The physician attempted to reset the pump, but the bulb stayed flat. A new inflatable penile prosthesis pump was implanted. Following the implant of the pump, the physician took time to inflate the device and now works fine. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to inflation issues. The physician attempted to reset the pump, but the bulb stayed flat. A new inflatable penile prosthesis pump was implanted. Following the implant of the pump, the physician took time to inflate the device and now works fine. No patient complications were reported.